Manufacturer narrative:
No data regarding product identity were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. The directions for use (dfu) for this product states: pfo must be completely removed at the conclusion of the procedure by aspiration through either a 23 gauge or flute needle during the air-fluid exchange, or by direct exchange with an appropriate long-term vitreous substitute. Failure to remove may result in visual abnormalities and secondary surgical intervention. (B)(4).

Event description:
In a literature article information was presented with regard to retrospective study of a cluster of six cases of retained intraocular perfluoron (pfo) that occurred after pars plana vitrectomy (ppv) for retinal detachment repair. Pfo was noted in the anterior chamber (ac) and/or vitreous and removed with ac paracentesis, ac wash-out, and/or ppv. These cases were noted shortly after the facility transitioned from non-valved trocar cannulas to valved trocar cannulas between may 16, 2012 through january 7, 2013. This is the second of six reports. Reference: oellers p, schneider e, fekrat s, mahmoud t, mruthyunjaya p, hahn p. Retained intraocular perfluoro-n-octane after valved cannula pars plana vitrectomy for retinal detachment. Ophthalmic surg lasers imaging retina. 2015; 46: 451-456